Event description:
It was reported that a cartridge alarm occurred, prompting a call to technical support. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump, which was still under warranty, with an updated model. The customer was instructed to use multiple daily injections as a backup therapy until the replacement arrived. They will receive a replacement pump with the most up-to-date software, and the customer understood the need to transfer their settings and connect their cgm to the new pump. The customer agreed to return the problematic pump to the company within ten days using a provided return box and pre-paid label. A signature will be required upon delivery of the new pump.